Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the worsening pvl was most likely related to an undersized valve in addition to cardiac remodeling. The central leak was caused by the post-dilation of the sapien xt with an additional 3cc¿s. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, 2 years, 5 months post successful tavr, the patient presented with severe pvl. The plan is to attempt to post-dilate the valve on (B)(6) 2017 and if that doesn't improve the pvl they will perform a valve-in-valve procedure. After a review of imaging it appears the valve may be undersized for the patient's anatomy. After the post-dilation was performed with a commander delivery system with an extra 3mls, resulting in moderate central ai and mild pvl. The decision was made to place a 29mm sapien 3 valve within the sapien xt. The s3 was positioned with approximately one cell above the top of the sapien xt and deployed, landing slightly flared in the lvot with one cell below the ventricular side of the sapien xt. The end result was trace pvl and zero central ai. The patient was transported to the ICU in stable condition.